Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he pulled out his infusion set and he did not have any way of getting insulin. Customer has been without insulin for 24 hours and was out of town. Customer stated that he could tell that he was in diabetic ketoacidosis. Customer stated that he has been peeing every 5 minutes and he is having cramps and shortness of breath. Customer thinks that he is in diabetic ketoacidosis already and he is drinking lots of water right now. Customer stated that he has blurry vision and his blood glucose was reading over 600 mg/dl. Customer contacted his mother and she was able to locate him and get a friend to take him to the emergency room to get insulin. Customer was sent out a t-pack of infusion sets. Customer mentioned that he broke the clip of his holster as well and when he was pulling the introducer needle of the infusion set, it bent the needle.